Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the tip of the cartridge split during surgery. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company iii c cartridge was returned sealed in a folded non-company pouch. Only a very minute amount of viscoelastic was observed in the cartridge. The tip was severely bent downward after parting line this most likely occurred due to method of return (in folded pouch). The tip has heavy stress on the anterior and posterior surfaces. An aneurysm that has torn/split was observed along the left side of the tip. A small strip of cartridge material is still present at the tip end. The cartridge has evidence it was placed into a handpiece. Company model complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The lens model and handpiece used were not provided. It is unknown if qualified products were used. The customer indicated the use of a viscoelastic. Without the lens model it cannot be determined if this is a qualified combination. The reported tip damage was observed. The root cause for the damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. Additional tip damage was observed which may have occurred during return shipment. It cannot be determined if the additional tip damage exacerbated the original reported tip damage. The manufacturer internal reference number is: (B)(4).